Event description:
Per the information provided to co by the physician's office, via co's international representative, the device was removed duet to "infection staphylococcus epidermis." As reported to co, the entire device was removed.